Event description:
A surgeon reported that an intraocular lens (iol) was explanted. In a follow up, the nurse reported that the patient was very near sighted following the iol implant, so the lens was exchanged. The event resolved following the iol exchange procedure. An unapproved handpiece was used during the surgical procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File information provided indicates the use of an approved cartridge and an unapproved handpiece. The product investigation could not identify a root cause. There have been no to other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).